Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('bleeding - menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: patient underwent essure confirmation test on: (B)(6) 2011. In 2010, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), psychotic disorder ("psych and injury") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy to remove essure). Essure was removed. At the time of the report, the menorrhagia, pelvic pain, psychotic disorder and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, menorrhagia, pelvic pain and psychotic disorder to be related to essure. The reporter commented: discrepancy noted regarding procedure date : date(s) of insertion: (B)(6) 2011. Date(s) of removal: (B)(6) 2011. Essure confirmation test: (B)(6) 2011. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2019: pfs received. Reporters information updated. Event: injury were updated to pain ,bleeding - menorrhagia (heavy menstrual bleeding), psych injury, cramping were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / lower pelvic pain') and menorrhagia ('bleeding - menorrhagia (heavy menstrual bleeding) / heavy bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: patient underwent essure confirmation test on :(B)(6) 2011. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), psychotic disorder ("psych and injury nos / psych injury"), abdominal pain lower ("cramping") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (hysterectomy (full) to remove essure). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the menorrhagia, psychotic disorder and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and psychotic disorder to be related to essure. The reporter commented: discrepancy noted regarding following procedure dates : date(s) of insertion: (B)(6) 2011, 2011. Date(s) of removal: (B)(6) 2011. Essure confirmation test :(B)(6) 2011. Discrepancy noted in essure insertion date : insertion and removal date is (B)(6) 2011, she received treatment for pelvic pain. Discrepancy noted plaintiff previously reported essure removal but now reported not removed. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in 2011: essure confirmation test unknown : not provided (it was a scope). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jan-2020: pfs received. Outcome of the events - pelvic pain and abnormal bleeding were updated to recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), menorrhagia ('bleeding - menorrhagia (heavy menstrual bleeding) / heavy bleeding') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: patient underwent essure confirmation test on :(B)(6) 2011. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), psychotic disorder ("psych and injury nos / psych injury"), abdominal pain lower ("cramping") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (hysterectomy (full) and hysterectomy to remove essure). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, psychotic disorder and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and psychotic disorder to be related to essure. The reporter commented: discrepancy noted regarding following procedure dates : date(s) of insertion: (B)(6) 2011. Date(s) of removal: (B)(6) 2011. Essure confirmation test :(B)(6) 2011. Discrepancy noted in essure insertion date : insertion and removal date is (B)(6) 2011, she received treatment for pelvic pain. Discrepancy noted plaintiff previously reported essure removal but now reported not removed. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in 2011: essure confirmation test unknown : not provided. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received. Reporter information added. Event : dyspareunia (painful sexual intercourse), abnormal bleeding added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.